Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a post-operative lead dislodgement occurred the same day as implant. The lead failed to capture and exhibited unstable thresholds. A lead revision was performed and the lead remains in service. No patient complications have been reported as a result of this event.